Event description:
It is reported that the pt received an allofit - s alloclassic shell 52 on (B)(6) 2006 and underwent revision on (B)(6) 2012. At the time of this report, reason for revision surgery was not reported.

Manufacturer narrative:
The manufacturer did not received explanted device for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device (s) be returned or eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).